Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the piston rod of the infusion device did not move when the patient administered a bolus of insulin. The insulin units on the display of the infusion device were less, but the piston rod did not move. The patient did not see insulin coming out of the tube or cannula, but insulin disappeared from the cartridge. There was no visible evidence of an insulin leak from the cartridge. No adverse event reported. Return of the suspect device was requested for evaluation.